Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) did not deploy when inserted into the aorta. No added incisions. No additional blood loss. No blood transfusion given. Opened new kit to finish case. Minor time required to open new kit. No patient harm done.

Manufacturer narrative:
Tw ID#(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
(B)(4). The lot # 3000384620 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.